Event description:
A customer reported not receiving her ordered test strips on time and as a result of being unable to test, experiencing loss of consciousness. She further reported being seen by a doctor and diagnosed with hypoglycemia, however, no treatment was provided. The customer reportedly self-treated with soft drink to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. This case does not involve a product malfunction. Since the medical event was related to a delivery issue, no investigation of the product is required.